Event description:
The reporter stated that the surgeon was advancing a +23.0 diopter collamer lens in the msi-pm injector and noticed the plunger tore off the haptic, so he quit using it. There was no pt injury.

Manufacturer narrative:
H3: the injector was not returned for evaluation, however, the lens was received and a visual inspection shows the lens optic is torn. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned.